Event description:
It was reported that pump displayed cartridge change error and customer was unable to complete cartridge load process. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pump pneumatic area, cleaned area as instructed, and attempted to reload cartridge but was still unable to load, so technical support assisted customer with filling and loading new cartridge, after which customer successfully completed load process and resumed insulin delivery, and replacement cartridges were arranged to be sent for the reported issue.